Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported device damaged by another device was due to user technique/procedural conditions as this clip interacted with an already implanted clip during the procedure. The reported poor image resolution was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report device causing damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had very restricted leaflets that were pulling apart, thickened tip and a cleft on the posterior leaflet. An xtw was successfully implanted without issues. To further reduce mr, an xt clip was inserted. However, it was noted grasping was very difficult and imaging was poor due to shadowing of the previously implanted clip. Once the leaflets were successfully grasped, the clip was successfully deployed. After deployment, it was observed the clip had partially detached from the posterior leaflet. To stabilize the clip, an additional xt clip was inserted. Once inserted, it was observed the previous clip had completely detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted the second xt clip briefly interacted with the implanted xt clip, potentially caused the slda. The second xt clip was then implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.